Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The caller reported that the infusion device was delivering an inaccurate amount of insulin resulting in hospitalization. On (B)(6) 2025 the user received a blood glucose result 480 mg/dl and experienced elevated blood glucose symptoms of abdominal pain, nausea, vomiting, and weakness. The user was transported to the hospital and was diagnosed with diabetic ketoacidosis. At the hospital, the user remained connected to her infusion device, however her blood glucose levels were not decreasing, and she was treated with an insulin pen. She was also treated with vonau medication for her nausea and was on an unknown IV drip. At the time of the report the customer was in the hospital, but was set to be discharged on (B)(6) 2025.